Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.

Event description:
The following information is from an article published in catheterization and cardiovascular interventions; "evaluation of the amplatzer vascular plug for embolization of peripheral vascular malformations associated with congenital heart disease":a (B) (6) infant, weighing (B) (6) kg, with a large, type c pda and failure to thrive underwent attempted implant with an 8/6mm amplatzer duct occluder (ado) and 10/8mm ado. However, there continued to be significant residual flow around the devices, so they were not implanted. A 14mm amplatzer vascular plug (avp) was implanted and an angiogram performed 10 minutes later revealed a small left to right residual shunt through the device. The 24-hour discharge cxr showed the avp to be unchanged from implant. A follow-up cxr, two weeks later, demonstrated significant flow through the avp. The clinical exam was notable for return of a grade iii/vi continuous murmur, with enlarged leftsided cardiac structures and no hemolysis. The avp was surgically removed five weeks post-implant, followed by ligation of the pda, without complication.